Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown product type programmer, patient product ID m995402a001 lot# serial# unknown product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, product ID: m995402a001, serial/lot #: unknown, this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller states she is with patient (pt) today and having issue she has not encountered before. Caller states she was able to pair the controller to implantable neurostimulator (ins) and then controller turned itself off. She plugged the controller into power outlet as battery was empty--caller charged it for 10 minutes and battery of controller showed %60 and she was able to turn controller back on. The controller then turned itself off again. The caller took the battery back out and turned the controller back on and plugged the recharger telemetry module (rtm) in and again the controller turned off. The caller stats she was not able to turn the controller back on unless she took the battery out and reseated the battery. Technical services adding note that caller indicated she is with another patient who was also implanted on the same date at the same facility and at that time the other manufacturer representative (rep)  managing the case had taken both controllers and was charging them on an outlet in the hallway that the caller knows does not work. The caller is not aware at this time of an issue with the other pt's external components but will be working with that patient after working with the current patient in this record.